Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). A carefusion field service representative has been dispatched for evaluation of the suspect device. At this time, carefusion has not received any suspect components for failure analysis evaluation.

Event description:
The customer reported while using the vela ventilator; the screen on the unit does not power up. The customer reported the screen is black. The customer performed troubleshooting, but the issue was not resolved. The customer reported no patient involvement is associated with the event.